Event description:
Provider alleges the transformer caught fire the battery is stuck to the transformer and both cords need to be replaced.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.